Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Access was obtained via the right femoral artery. The 90% stenosed de novo lesion was located in the severely tortuous and severely calcified external iliac artery (eia). The physician implanted a non-bsc stent delivery system. Then the physician advanced a 7.0 mm x 40 mm x 75 cm mustang balloon to postdilate the lesion. The mustang balloon was inflated to 14 atms and ruptured on the first inflation. The procedure was completed synergy balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
A visual examination of the returned device found the balloon material was partially inflated with liquid. An attempt to inflate the balloon material to its rated burst pressure failed due to a pinhole leak located approximately 26 mm proximal to the edge of the distal balloon sleeve. A visual and tactile examination of the shaft of the device noted no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Access was obtained via the right femoral artery. The 90% stenosed de novo lesion was located in the severely tortuous and severely calcified external iliac artery (eia). The physician implanted a non-bsc stent delivery system. Then the physician advanced a 7.0mmx40mmx75cm mustang balloon to postdilate the lesion. The mustang balloon was inflated to 14atms and ruptured on the first inflation. The procedure was completed synergy balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).